Event description:
The handheld device and software flashcard were returned on (B)(6) 2013. An analysis was performed on the returned handheld, and the reported failure to hold a charge allegation was not verified. During the analysis, it was identified that handheld was unable to charge the main battery. The cause for the anomaly is associated with the main battery being inserted backwards. Once the battery was inserted correctly, no further anomalies were identified. An analysis was performed on the returned flashcard and the reported allegation was verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
On (B)(4) 2013 it was reported that the physician's handheld device was not holding a charge. The power cord for the device was checked with another handheld device, and it was confirmed that the issue was not the power cord. A replacement handheld device was shipped out and return of the old handheld device is pending.

Manufacturer narrative:
.